Event description:
It was reported that during induction testing, the device delivered therapy but failed to convert. Damage to the hv circuitry suspected. All other subsequent charges were aborted due to sosd. It was also reported that after using external defib, the device went into reset due to a power on reset. ICD analysis indicates that a lead issue is the cause of the output circuit damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.